Event description:
It was reported that the patient was having trouble with inserting magic 3 go male coude intermittent catheter. Per follow up via phone on 31oct2023, it was reported that the patient received product that was jammed into the box and the catheters were bent. The patient had a hard time inserting them due this issue. Customer stated that the patient had to flatten the catheters out to be able to use them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". A device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was having trouble with inserting magic 3 go male coude intermittent catheter. As per follow up via phone on 31oct2023, it was reported that the patient received product that was jammed into the box and the catheters were bent. The patient had a hard time inserting them due this issue. Customer stated that the patient had to flatten the catheters out to be able to use them.